Manufacturer narrative:
Attempts have been made to obtain additional information. The customer is sending in representative samples as the actual sample was discarded by the hospital. Upon completion of the investigation of the representative samples, a supplemental report will be submitted.

Event description:
The balloon deflated gradually. Actual sample is unavailable, but will send in three unused samples.